Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing. Lead fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed that the re coil was fractured at the connector ring crimp due to fatigue.